Manufacturer narrative:
Section h4: correction manufacturer's investigation conclusion: the report of driveline fault alarms and a low flow hazard alarm were confirmed through the evaluation of the submitted log files. Evaluation of the returned portions of the driveline confirmed wire damage which could have contributed to the reported driveline fault alarms. A specific cause for the low flow hazard alarm could not be conclusively determined through this investigation. Furthermore, thrombus was confirmed through the evaluation of heartmate ii lvas, serial number vad-20596. Vad-20596 was returned assembled with the driveline severed approximately 1¿ from the pump housing. The distal portion of the driveline was returned in a segment measuring approximately 38¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), the apical sewing ring, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of (B)(6), examination of the distal-side of the inlet stator revealed a ring thrombus formation adhered around the inlet bearing cup. A larger, ring thrombus formation was found adhered around the inlet bearing ball. The two thrombus rings were similar in color near the interface area where the inlet bearing ball and cup meet, suggesting that they were likely a single formation prior to the disassembly process. Both thrombus rings appeared to have formed in laminated layers and also appeared denatured, indicating that the thrombus developed in this location over an undetermined amount of time while (B)(6) was supporting the patient. A specific cause for the observed thrombus formations could not be conclusively determined through this evaluation. Visual inspection of the remaining blood-contacting surfaces of the returned device did not reveal any evidence of any additional adhered or developed depositions or thrombus formations. Examinations of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Silicone residue, from the silicone potting around the motor capsule terminals, was found adhered to the interior of the outlet housing. This suggests that the silicone potting at the motor capsule was not properly cured when the pump was assembled. The motor phase lead connections to the terminals of the motor capsule were properly connected and encapsulated in silicone. An evaluation by abbott risk management deemed this issue not to be a harm. Electrical continuity testing of the pump portion of the driveline did not reveal any discontinuities or shorts. Visual inspection of the underlying wires of the pump portion of the driveline revealed a breach in the insulation of the brown wire at the terminus of the bend relief, adjacent to the pump housing. Examination of the remaining wires of the pump portion of the driveline revealed no further damage to the wires or the underlying conductors which would have contributed to a functional issue. High potential (hipot) testing was not performed on the pump portion of the driveline due to the damage to the brown wire electrical continuity testing of the distal portion of the driveline did not reveal any discontinuities or shorts. A tear in the bionate was noted at the terminus of the bend relief of the distal portion of the driveline. The orange wire was found to be completely fractured approximately 32¿ from the metal connector. Bypassing the orange wire, the pump portion of the driveline was then submerged in a saline bath for hipot testing to verify the integrity of each wire¿s insulation. The test revealed a breach in the insulation of the black wire at the terminus of the bend relief, adjacent to the metal connector. Hipot testing performed on the remaining portions of the driveline did not reveal any additional breaches. The observed damage to the brown, orange, and black wires, in addition to the observed damage to the bionate layer, appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The observed compromise in the orange wire could have contributed to the driveline fault alarms that were confirmed in the log files. Due to the confirmation of driveline wire damage, (B)(6) was not functionally tested using a mock circulatory loop. Incidental findings were also found. Upon disassembly of (B)(6), examination of the distal-side of the inlet stator revealed a ring thrombus formation adhered around the inlet bearing cup (figure 4). A larger, ring thrombus formation was found adhered around the inlet bearing ball (figure 5). The two thrombus rings were similar in color near the interface area where the inlet bearing ball and cup meet, suggesting that they were likely a single formation prior to the disassembly process. Both thrombus rings appeared to have formed in laminated layers and appeared denatured, indicating that the thrombus developed in this location over an undetermined amount of time while (B)(6)was supporting the patient. A specific cause for the observed thrombus formations could not be conclusively determined through this evaluation. In addition, it was noted that silicone residue, from the silicone potting around the motor capsule terminals, was adhered to the interior of the outlet housing. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on 15feb2018 per customer order (B)(6). Heartmate ii lvas IFU rev. H and patient handbook rev. G are currently available. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. The fab, hm ii pump, g2.3 aft housing and motor capsule assembly, describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. Device thrombosis is listed in the heartmate ii lvas IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The hmii lvas IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The hmii lvas patient handbook also provides a section on handling emergencies. The hmii lvas IFU states that changes in patient conditions can result in low flow, such as hypertension. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The submitted log files confirmed the driveline fault events returned following the controller exchange. The patient underwent a pump exchange on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing multiple driveline fault alarms and also experienced a low flow alarm. The driveline fault was reset. X-ray images revealed an area of interest internally near the pump.